Manufacturer narrative:
Due to character restrictions in block e1. (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that while inserting and operating the intra aortic balloon (iab) catheter, blood backflow was confirmed and rupture was suspected, so it was removed and replaced with another intra aortic balloon(iab). There was no health risk to the patient.

Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h6 problem code, type of investigation, investigation findings, investigation conclusion; h11. Corrected fields: d4 UDI number, expiration date; h4. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.